Manufacturer narrative:
One instrument was returned in good visual condition and loaded with a cartridge that was noted to have a wedge band bypass; the right side was noted to be 1/4 partially fired and the left side fully fired. When tested for functionality with a test cartridge, the instrument fired conforming; however, the cut line was noted to be slightly jagged. In addition, the insturment opened and closed without any difficulties noted. We have documented the circumstances as they were reported to us. In addition, the appropriate engineering personnel have been notified of this incident. An investigation has been initiated to determine the cause of this issue. Reference CAPA# 2005-c008.

Event description:
It was reported that during a laparoscopic assisted hysterectomy procedure, the device was clamped down for the third firing on the board ligament and would not release. Surgeon was able to complete the procedure with another like device. There was no patient consequence.